Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported via journal article that the patient underwent implantation of an artificial urinary sphincter (aus) via the technique of da vinci robot-assisted insertion. The patient underwent bladder neck placement of the aus device in order to treat refractory troublesome stress urinary incontinence. Following the implant surgery the patient received 2 days of prophylactic oral antibiotics. The patient would have then had his urethral catheter removed 2 days later and discharged home on the third day. However, the patient developed blood clot and has to retain his catheter for 2 more days. At his follow-up appointment 4 months after being implanted, the patient had a functioning device with complete continence.